Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopy-assisted lobectomy, on interlobar resection, when the reported product was reloaded and used in the powered handle, the firing of 3 collected cartridges could not be performed until the end, the staple line was incomplete centrally, the stapler fired but stopped halfway through the firing process. Firing of other than the applicable 3 cartridges could be performed. The handle, shell, adapter and reload were replaced to resolve the issue. There was no patient injury.